Event description:
The icast stent (not a cook manufactured device) in the internal iliac and the side branch of the zbis graft was deployed before the through and through catheter was removed. Upon removal of the dilator to the main device, the catheter became trapped behind the icast stent and snapped - between the stent and the side branch. The piece of the catheter is trapped behind the icast stent inside the side branch of the iliac branch device. Further information provided states: on (B)(6) 2026, a cook zenith branch iliac stent (lot a1199911) was implanted in a patient with a pre-existing aorto-iliac aneurysm. The procedure also involved use of another manufacturer's stent, stent-graft, sheath, and a cook indy otw snare. A cook representative was present, and the same day the team noted a device-related nonconformance; however, no adverse events occurred, and no additional procedures were required.